Event description:
A customer reported a high blood glucose reading, suspected to be due to unknown causes. The specific value was not known, but it was displayed as ¿high¿ on the continuous glucose monitor. The customer performed a correction bolus using the pump to address the bg. Technical support instructed the customer to inspect various components of the insulin delivery system and confirmed proper function. No issues were found with the infusion set, tubing connection, or needle/cannula. The customer was advised to replace supplies if necessary and continue insulin therapy.